Manufacturer narrative:
A video of the treatment was provided for review, docking off centered from the iris was noted as well as patient movement at the end of the procedure. A company representative visited the customer¿s site and evaluated the system. Per the field service report, after performing system verification, the system was found to meet specifications. During the docking stage, de-centration in respect to the iris was noted and treatment continued. Per clinical training provided by company, the doctor should have attempted re-docking centrally to the iris. As the off axis docking was confirmed via the video, and off axis docking could be a contributing factor to loss of suction which would lead to an incomplete flap. The root cause of the reported event can be attributed to use error due decentralized docking. Based on assessment, the product met specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, patient underwent successful prk treatment and is reported to be doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported a incomplete flap on a patient's left eye during a lasik procedure. Incomplete flap was created due to incomplete suction of the patient interface on to the eye. This was due to off axis docking and was not noticed until after the laser had begun firing. The procedure was aborted and patient will have photo refractive keratectomy (prk) procedure done in a few days. Upon follow up, no harm to patient was reported. The patient underwent trans epithelial prk. The surgery was completed uneventfully. The patient continues to see the surgeon for follow up care.